Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, low battery, battery out of limit, or failed battery test alarm was noted during testing. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a weak battery. The blood glucose reading was 147 mg/dl. The customer was advised to insert a new battery from the same pack and the alarm did not recur. The customer also reported that the insulin pump had shut off without any low battery alerts. The battery was not previously used, there were no unattended alarms, and the insulin pump had not been dropped or bumped. The battery cap was not loose, cracked or damaged. The customer reported that it was the second occurrence of the off no power alarm without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.